Event description:
It was reported the momentary safety switch failed to operate as designed. Visual examination of the switch, and its components revealed that it had been taken apart by the customer, and one of the internal springs was missing. This allowed the switch to be activated with very little pressure; however, the unit did not begin to heat when connected to electricity. The switch was activated through several cycles and we were unable to duplicate the reported event.